Manufacturer narrative:
The sodium electrode serial number is (B)(6). The expiration date was not provided.

Event description:
The initial reporter received questionable sodium electrode assay results for two patient samples tested on the cobas pro ise analytical unit. One patient sample was identified as reportable from the data provided: the initial result of the patient's initial sample from the analyzer is 163 mmol/l. The repeat results are: 163, 160, 153, 161, and 163 mmol/l. The result from the patient's new sample collected in the emergency room, using a different system, is 140 mmol/l.